Event description:
It was reported that customer had difficulty seeing marking on cartridges to determine how much insulin was in cartridge. There was no reported impact to the customer¿s blood glucose level. Customer declined further assistance, and no additional information was obtained or further action taken by technical support.